Event description:
A non healthcare professional reported that the aspiration was working but not the cutting during vitrectomy surgery, the vitrectomy probe was changed twice and then worked. There were no consequences to the patient. This report pertains to probe involved in this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A lot number was identified; however, the lot does not contain a vitrectomy probe lot number. Therefore, a device history record review, complaint history review, and non-conformance review was not conducted a sample was not received at the manufacturing site and no lot information could be confirmed; therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.